Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up, down and ok buttons were not responding. The reporter stated that the audio bolus button was missing. A missing audio bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The missing audio bolus button is obvious and detectable and should alert the user to discontinue use of the pump. The patient reportedly went swimming with the pump even though the audio bolus button was missing. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button is intermittently responsive. There was evidence of keypad contamination found under all key contacts. Leak testing revealed a bolus button leak. The pump casing was removed and no other signs of moisture were observed.